Manufacturer narrative:
Additional information was added to h4 and h6: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The device had been filled with piperacillin/tazobactam 13.5gm plus citrate buffer in 230ml sodium chloride 0.9%. It was reported that at the end of the infusion, the device was 2/3 full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.